Event description:
It was reported, that the patient with this inflatable penile prosthesis experienced inflation issues. As the device stopped working. A surgical procedure was performed, during which it was noted, that the right cylinder had an aneurysm in the center of its body. Additionally, it was noted, that the aneurysm erupted. Causing a hole in the cylinder and eventually a leak in the system. Cylinders and pump were removed and replaced. There were no patient complications reported.